Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not pipette sample into well positions d8, f8 and h9 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement.